Event description:
Journal reference: lanmuller h, wernisch j, alesch f. [Technical analysis of dual channel pulse generators used in deep brain stimulation; a safety evaluation]. Acta neurochir. Published on line 20 dec 2008. A sudden failure of implantable pulse generators (ipg) occurred in some out of a total units during the last 4 years in our patients. In order to better understand the failure causes we proceeded to an analysis of explanted ipgs which had reached their normal life span due to depletion of the battery. Analysis was done on 14 units which identified issues with the connection of the battery and the electronic circuit. In 2003, the manufacturer took corrective measures and in july 2006 a letter was released by the manufacturer to physicians. No failures have been reported so far from the series produced after nov 2003 and it seems that the corrective measures to reinforce the device have been effective. Reportable event: from 2003 to 2007, we had 4 patients with a sudden failure of the ipg. The failures were due to lifted bond wires where the battery is connected to the hybrid (electronic) part of the pulse generator. In all cases replacement of the pulse generator resulted in restoring of the efficacy of the therapy. See mfger report # 2182207200900274.